Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the inner insulation of the lead became extrinsically distorted due to k inking/buckling. The distal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. The guide tooth of the lead was extrinsically damaged. Visual analysis of the lead indicated apparent explant damage. Visual analysis of the lead indicated the lead was stretched. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during right ventricular (rv) lead extraction due to upgrade the implantable pulse generator (ipg) to implantable cardioverter defibrillator (ICD), the lead exhibited difficulties in screw out of the lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.